Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, a non-intuitive movement was noted on the universal surgical manipulator (usm4), where the monopolar curved scissors (mcs) instrument was installed. The surgeon stated that the camera moved suddenly with an angle difference of 90° compared to the move desired. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to press estop + recover; however, the same issue persisted. The tse asked the customer to reinstall the camera with the flat part of the body aligned to the floor. The tse also asked during this move to reseat the sterile adapter (sa) used with the endoscope. The surgeon asked to reseat it because the tip end was dirty. The tse asked the customer to keep the sa and the camera for further analysis. The procedure was completed and there was no report of patient injury. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following additional information regarding this event: the surgical procedure was an adrenalectomy. The issue occurred with the surgeon's head in the high-resolution stereo viewer of the surgeon side console (ssc)and while the surgeon was attempting to manipulate instruments from the ssc. The movement of the system was erratic and uncontrollable. The movement observed was inadequate movements. There was an issue with the endoscope. No shakiness and/or friction experienced/was observed. No interference between instruments or between arms of the system was observed. There were no external collisions. The issue was persistent and intermittent. When the issue occurred, the action that was being taken was: the release of the adrenal gland. The drapes are available for return. The scissors got stuck in the patient¿s tissue. The instrument was inspected before use. The operation time was very long, and the issue caused stress. There was no patient injury as a result of this event. It was noted that the camera orientation was wrong. Additionally, the arms of the system did not move on their own, without commands from the ssc. They moved in contrary and not intended direction to the surgeon's orders. The surgeon could not confirm if the inadequate movements were caused by the wrong orientation indication of the endoscope or by the draping of the arms. The monopolar curved scissors did not move spontaneously on their own without command from the surgeon's console. As a result of this issue, the surgical procedure was 2 times longer. The delay occurred during a critical step of the procedure (release of the adrenal gland). The intraoperative consequence observed due to the delay was that general anesthesia took twice as long. No tissue was stuck in the instrument. According to the surgeon, the impact of this event on the patient's health was overexposure to general anesthesia. According to the surgeon, it was too early to determine if there is a concern that the delay in the procedure will result in long-term complications for the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting the camera moved suddenly with an angle difference of 90° compared to the desired movement, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed, which did not replicate or confirm the customer reported event. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue. Isi reviewed the site¿s complaint history, which shows a duplicate complaint under pr (B)(4). Review of the provided image under that complaint is consistent with the customer reported issue of the endoscope turned in a 90°-angle. Issues related to endoscope reported by the user with no underlying endoscope issue may be related to customer-induced problems, including connection and engagement issues. The endoscope was visually inspected and evaluated for its mechanical and/or electrical characteristics. Failure analysis also found additional observations not reported by the site and not related to the reported event: the scope failed the functional test and material disintegration was found on the camera cables. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the endoscope moved with unintuitive motion (e.g., the instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.